Event description:
A malfunction code was reported by the customer, identified as malfunction 0, with the pump not being resettable. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump and as a corrective action. The customer, will use a backup insulin pump temporarily.